Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for analysis. Service history review identified no indication that the complaint was related to a service of the device within the view period. The event history log review confirmed that there was a record of an alarm that the cassette connection was not recognized on july 17, 2024. Functional tests were performed, and the customers¿ reported problem was confirmed. The root cause of the issue was a defective downstream occlusion (dso) sensor. As a result, the dso sensor was replaced. The device then passed all functional tests after the repair.

Event description:
It was reported that when closing the latch the cassette removal alarm sounded ¿there is no cassette attached.¿ the event occurred during testing. There was no patient involvement, and no patient harm reported.